Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right hemicolectomy, upon transecting bowel, both staplers that had issues worked on their first reload firing until a second reload used. The first issue occurred was when the surgeon was stapling the two pieces of bowel together in the anastomosis. The stapler firing assemble would only fire halfway. The surgeon tried to advance the knobs forward more but with no luck. The firing assembly was retracted and removed the stapler. It was notice that the staples that did fire were not a complete b-shape formation. The surgeon restapled the anastomosis and there was a little tissue loss reported but all was good. Next staple issue was actually not in the patient. The surgeon was not able to get the stapler to close. There was a piece sticking out of the reload that stopped the stapler from closing. The third stapler worked fine.